Manufacturer narrative:
Device evaluation completed on december 10, 2020: during visual evaluation an area of missing material was observed on the posterior view, measuring approximately 2.3 cm x 1.3 cm. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of explantation updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 425 cc saline prosthesis experienced palpitations, brain fog, brain issues, hair loss, fatigue, breast pain post procedure. Patient developed palpitations went to ER, and EKG was normal. Unknown reason for the palpitations even with echo and heart monitors. Patient stated at times right breast pain under the breast with a crawling sensation as a result patient scheduled for removal on (B)(6) 2020. This report relates to left prosthesis.